Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that images were not possible. Upon some functional test fse confirmed that the cooling unit is defective. The fse replaced the cooling unit. After replaced the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the images were not possible. The issue was found during clinical use. The device was restarted multiple times which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.